Event description:
It was reported that a leak was observed from an unknown location in a reconstitution device during patient use. There was no report of patient/user injury or medical intervention needed in association with this event.

Manufacturer narrative:
(B)(4). It was reported that a reconstitution device ¿leaked all over despite sealing attempt¿. This malfunction occurred when the user was mixing an unknown medication prior to administration. 10 ml of sterile water was used for reconstitution. The medication was being mixed for a patient; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was not returned; therefore, a device analysis cannot be completed.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.